Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was turned off due to chronic atrial fibrillation. At the end of the programming, the therapies were tuned on which caused the a-cap confirm on. The a-cap confirm was turned off and the session was ended. The patient was stable.